Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and perigee was implanted; and on (B)(6) 2004, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui. It was reported that following insertion the patient experienced pain, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2006 due to cystocele and recurrence incontinence. (B)(4).